Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted for approximately 30.5 months, was explanted due to the elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. In addition, this implantable transvenous coronary sinus lead was explanted due to impedance measurements of over 2000 ohms. The device and lead were subsequently replaced and returned to guidant for analysis.